Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend reported via phone call they received a new insulin pump and need assistance in programming. Customer advised they programmed the max basal and the basal is turning off the sensor feature. Customer's friend advised the customer was in the hospital for a blood clot and it was not diabetes related. Customer's friend was able to set the standard setting on the bolus wizard with assistance from the 24 hour helpline. Customer's friend stated they do not have the sensor and need help to turn the sensor off. Customer's friend removed the battery on the device to turn off sensor and instead received a battery out limit alarm and failed battery test alarm. Customer's friend needed assistance in clearing the alarms and how to get the settings off of the old insulin pump and program them into the new device. Customer's friend was able to program the bolus wizard and fixed prime.